Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the endoscope controller (ec) and the core to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported to technical service engineer (tse) error 307. Tse checked the logs, errors verified and the issue points to vsl board. Tse asked to use the vision side cart (vsc) of the other system sl1135 to start the surgery. The procedure was completed robotically as planned with no reported injury. Intuitive followed up and confirmed that no ports were placed.